Event description:
Additional information was received that the right ventricular lead exhibited oversensing. Imaging performed did not reveal any physical anomaly. The lead was explanted and successfully replaced. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited high pacing impedance. No intervention was done. There were no patient consequences.